Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the shock electrogram which inhibited pacing. The patient is pacemaker dependent.